Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Analysis was unable to verify for battery out limit alarm due to unresponsive keypad/button. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.